Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 6 patient samples tested on a cobas e801 module. The customer provided the patient samples for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii), tsh and ft4 between the customer's e801 module, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the siemens centaur method. It is not known if the initial results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft4 results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e602 module was 242379 with an expiration date of 31-oct-2018. The ft3 iii reagent lot number used with the e411 analyzer was 277945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 314824 with an expiration date of 31-may-2019.

Manufacturer narrative:
There was not enough sample material remaining to complete the investigation. Based on the data provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.